Event description:
It was reported that this right ventricular (rv) lead exhibited high impedances out of range and noisy signals. It was suspected it was caused by an insulation issue. The lead will be replaced when the device is set to elective replacement indicator and it remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedances out of range and noisy signals. It was suspected it was caused by an insulation issue. The lead will be replaced when the device is set to elective replacement indicator and it remains in service. No adverse patient effects were reported. Additional information was received which indicated the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.